Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the implant hasn¿t worked since being implanted. The patient stated they were fed up with all of the issues with their system and mentioned wanting it removed. The patient reported the stimulator has not provided symptom relief. The patient also mentioned the device shocked them during a reprogramming session with a manufacturer representative and the pain from the shock continued afterwards. It was stated the patient experienced shocks constantly during the session until they couldn¿t handle it anymore and the rep stopped the session. The patient had adjusted stimulation themselves as well. The patient was directed to stay on program g after the reprogramming session, however, the patient stated they tried as long as they could, but went back to program b because it was the program they could tolerate the most. The day after the programming session, the patient reported another shocking incident while walking up the stairs and the patient was unable to turn off the device. The patient contacted a manufacturer representative (rep) who was able to instruct them on how to turn off the device. The patient stated it took them time to recover, and the shocking occurred for the next two days. The patient stated they met again with a rep for reprogramming and two new programs were added to try to cover a wider range (lower and upper) of their back. The patient stated they had a CT scan and their healthcare provider (hcp) said it was difficult to tell, but all the components seem to be in the right position. The patient mentioned their original program that was used during the trial was programmed in their implant. It was mentioned that the trial did work, but there was no relief the first few days. However, on the third day of the trial the patient started to get some relief and they were initially supposed to remove the trial on the fourth day, but it extended into the weekend and it was ¿pretty good.¿ the patient was still taking pain medication and they had the device implanted so they could stop taking pain medication. The symptoms were reported as sudden. No further complications were reported. Details related to the charging issue were captured in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient several times to adjust stimulation and adjust stimulation. It was reported that imaging was conducted to check placement and connections. The cause of the shocking was unknown. It was reported that the patient found minimal relief with lower settings. Multiple settings were tried with the patient and shocking was reported with high density (hd) and low density (ld) settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information received from the patient stated that they would like to have the implant on, not that it helps much anyhow, but it does help a little. It was reported that the stimulation was currently turned off to conserve battery due to issue with the ins recharger.